Event description:
A malfunction was reported on the pump. There was no adverse impact on the customer's blood glucose level. The caller received assistance from technical support to reset the malfunction code on the pump, which did not recur afterward. The customer was advised to continue using the pump and to reach out again if the issue reappeared.